Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead dislodged one day post implant. The dislodgement was confirmed with a chest x-ray. It was noted that the patient had atrial fibrillation. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.